Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, performed troubleshooting including part cleaning and replacement of the tubing, ict pinch valve, which resolved the issue. The tubing, ict pinch valve was determined to be the cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the tubing, ict pinch valve did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the tubing, ict pinch valve was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed chloride result generated on the alinity c processing module for a 74-year-old female patient. The following results were provided: (customer provided reference range chloride 98-110 mmol/l) the following results were provided: (B)(6) 2025, sid (B)(6), initial chloride result = 56 mmol/l, repeat chloride result = 107 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely depressed chloride result generated on the alinity c processing module for a 74-year-old female patient. The following results were provided: (customer provided reference range chloride 98-110 mmol/l) the following results were provided: (B)(6) 2025 sid (B)(6), initial chloride result = 56 mmol/l, repeat chloride result = 107 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.